Manufacturer narrative:
Per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Catalog number: partial catalog number indicated since the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Implant date: unknown/ not provided explant date: not applicable as lens remains implanted; therefore it was not explanted. Telephone number: (B)(6). Device manufacture date: unknown, since product serial number was not provided. The intraocular lens (iol) remains implanted and is not expected to be returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied and complained about glare following implantation of the intraocular lens (iol). The patient has not yet returned for a post-operative exam. The consultant is following up with patient to arrange post-operative examination. No further information was provided.